Event description:
It was reported that the patient complained that his inflatable penile prosthesis (ipp) pump was not working. The surgeon replaced the just pump and everything worked as expected. The physician suspects that kinked tubing may have been the source of the problem. There were no patient complications reported.